Event description:
I have the allergan breast implants, acquired approx. (B)(6) of 2008. I have an odd bulge on the very top of my left breast¿about 5¿ below my collar bone¿ about the size of an implant. It has been apparent for about 18 months, before today¿s date of (B)(6) 2019. I believe that the makers of the allergan implants that have been recalled, should compensate the patients for removing the implants, re-constructive surgeries, pain and suffering involved, and all other expenses incurred related to this recall. Anxiety, depression, body aches, sleeplessness, irregular shaped breast, headaches, etc. FDA safety report ID # (B)(4).